Event description:
At about 2 years 8 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all components and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 04 june 2024: lot 1901570: (B)(4) items manufactured and released on 26-apr-2019. Expiration date: 2024-04-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional devices involved batch review performed on 04 june 2024: ball heads: mectacer 01.29.208 mectacer head biolox delta dia.36 12/14-s (k112115) lot 2100269: (B)(4) items manufactured and released on 27-apr-2021. Expiration date: 2026-04-20. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review. Cup: mpact 01.32.156mh acetabular shell ø56 multi-hole (k132879) lot 2011721: (B)(4) items manufactured and released on 09-march-2021. Expiration date: 2026-02-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot 2102555: (B)(4) items manufactured and released on 06-apr-2021. Expiration date: 2026-03-21. No anomalies found related to the problem. To date, all items of the same lot have been sold with other two similar reported events during the period of review. Screws: mpact 01.32.6530 cancellous bone screw, flat head ø 6,5 l 30 (k103721) lot 2106836: (B)(4) items manufactured and released on 09-june-2021. Expiration date: 2026-06-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.